Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A loss of rv capture when pacing at faster rates, such as 100 bpm and increased threshold were reported. The lead output was increased, but resulted in diaphragmatic stimulation when testing in unipolar. Further investigation concluded there was a ventricular perforation. No further patient complications were reported as a result of this event.